Manufacturer narrative:
(B)(4). Review of radiographs noted that post-surgery the plate and screws appeared intact. Follow-up film review confirmed the reported event. No revision surgery is anticipated at this time. Root cause of the event is not known; however, fusion does not appear to have occurred in 7 months and could be a proximate cause. Should additional relevant information become known, a follow-up report will be made. Review of labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
Initial surgery on (B)(6) 2012 included placement of a 3- level anterior cervical plate construct. Follow-up on (B)(6) 2012 noted the left inferior screw had loosened and backed out approximately 1 mm.